Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 18th april 2010 and performed to specification up to the 5th october 2014. The device failed a self-test due to a low battery on the 12th october 2014 and remained in fault mode until december 2014 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. The device records multiple manual power ups some of ten minutes duration between the 23rd november 2015 and the last log entry on the 19th january 2016. The pad-pak was removed during this time for a period of approximately 7 weeks. Investigation found the reported fault can be attributed to membrane failure. The manual power ups may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.